Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported remotely. Review of the transmission revealed that the right ventricular lead was oversensing noise. The physician decided to replace the lead during a routine generator change on (B)(6) 2020. There were no patient consequences.